Manufacturer narrative:
Reported event: it was reported that mps reported arm shaking and making loud screeching on j5, unable to pass registration. Surgery to be completed manually. Product evaluation and results: as per work order, successfully completed cpci mtion control component installation per service manual. Also, successfully completed all corresponding testing per service manual. Notified mps of results. System is ready for clinical use. System investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Product history review: review of the device history records indicate 1 device, (B)(6) was manufactured and accepted into final stock on 10.10.19 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209953, (B)(6) shows no additional complaints related to the failure in this investigation. Conclusion: the failure is confirmed via inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps reported arm shaking and making loud screeching on j5, unable to pass registration. Surgery to be completed manually.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Device not returned.

Event description:
Mps reported arm shaking and making loud screeching on j5, unable to pass registration. Surgery to be completed manually.